Manufacturer narrative:
"According to 9000-cop-15-021, this complaint falls within the scope of 0800-report-000566 ccir implant loss which addresses the same medical device code, failure mode and root cause."

Event description:
It was reported that a patient experienced a dental implant loss.